Manufacturer narrative:
(B)(4) the event is currently under investigation.

Event description:
The (B)(6) male presented at the time of enrollment with a 51 mm aortic aneurysm. The proximal neck had a parallel shape with no plaque/thrombus. The iliac arteries had no tortuosity, occlusive disease or calcification bilaterally. On (B)(6) 2014, under general anesthesia, the patient received a 24 mm x 84 mm main-body graft, a contralateral (left) 16 mm x 90 mm iliac leg graft, and an ipsilateral (right) 16 mm x 90 mm iliac leg graft. The devices were deployed without difficulty. A molding balloon was used without complications or difficulties. After graft deployment, iliac angioplasty was performed bilaterally within the graft. There were no adverse events observed during the procedure. At the completion of the procedure, the graft was fully implanted and patent with no kinks. A type ii endoleak was noted.

Manufacturer narrative:
(B)(4). **** event evaluation **** a review of complaint history, documentation and instructions for use (IFU) was conducted during the investigation. Each zenith device is shipped with IFU listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Importance of accurate placement. Specific to this case zenith ifus state: "patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." "Vessels that are significantly calcified, occlusive, tortuous or thrombus lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." The imaging provided by the user facility in this case was forwarded for expert review. The reviewer assessed in this case: "there is no static morphologic explanation for thrombus formation. If the patient was not anticoagulated after the secondary intervention, the elimination recurrent thrombus formation by wallstent implantation only at the limb gate junction suggests a morphologic reason rather than the fabric triggering thrombus formation. Although no morphologic abnormality was present on angiography and cta, this imaging is performed with the patient flat and supine. A dynamic stenosis when the patient is upright or bent is possible." It was concluded that the failure mode for this case was occluded. There is no evidence to suggest that the device was not manufactured to specification. Based on the provided information, a definitive root cause can not be determined or reported at this time. We will continue to monitor for similar complaints and notify the appropriate internal personnel.

Event description:
The (B)(6)-year old male presented at the time of enrollment with a 51 mm aortic aneurysm. The proximal neck had a parallel shape with no plaque/thrombus. The iliac arteries had no tortuosity, occlusive disease or calcification bilaterally. On (B)(6)-2014, under general anesthesia, the patient received a 24 mm x 84 mm main body graft, a contralateral (left) 16 mm x 90 mm iliac leg graft, and an ipsilateral (right) 16 mm x 90 mm iliac leg graft. The devices were deployed without difficulty. A molding balloon was used without complications or difficulties. After graft deployment, iliac angioplasty was performed bilaterally within the graft. There were no adverse events observed during the procedure. At the completion of the procedure, the graft was fully implanted and patent with no kinks. A type ii endoleak was noted. The patient was discharged on (B)(6)-2014 (two days post procedure) and no adverse events were reported. Core lab analysis of the procedure angiogram noted a patent graft with no evidence of endoleak or kink. On (B)(6)-2015 CT scan and x-ray (one month follow-up). Site analysis: grafts patent with no endoleak. The device was intact with no evidence of barb separation, stent fracture, component separation or stenosis. Core lab analysis: grafts patent with no endoleak. The device was intact with no evidence of barb separation, stent fracture, component separation or stenosis. On (B)(6) 2015 CT scan (six month follow-up). Site analysis: grafts patent with no endoleak. Non-occlusive thrombus of the right iliac limb (in-stent) was noted. The device was intact with no evidence of barb separation, stent fracture, component separation or stenosis. Core lab analysis: not currently available. On (B)(6)-2015 (224 days post procedure), the patient underwent a secondary intervention to treat the non-occlusive thrombus of the right iliac limb stent. Treatment included percutaneous placement of an uncovered wall stent in the right iliac. After the intervention, the right iliac stent graft limb was patent. No other adverse events related to the device have been reported.